Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted system controller log file. All low speed events captured in the log file occurred while the patient was operating on the power module only and appear consistent with a potential percutaneous lead wire compromise. However, the evaluation of the returned portion of the percutaneous lead did not confirm any wire damage and a specific cause for the interruptions in pump function could not be conclusively determined. Approximately 21 inches of the percutaneous lead (lead) was returned for evaluation. Electrical continuity testing of the replaced portion of the lead revealed that all wires were electrically intact. Upon removal of the rescue tape repairs, superficial tears were noted in the outer silicone sleeve. The outer silicone sleeve and clamshell were removed and no areas of damage were noted to the underlying bionate layer. Significant breakdown of the metal braided shield was observed along the length of the lead segment, which appeared consistent with over 5 years of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation along the length of the lead segment. The returned portion of the lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The evaluation of the returned portion of the percutaneous lead did not identify an issue that would have contributed to the low speed/pump stoppage events captured in the log file. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years 1 month. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that upon interrogation of the patient¿s system controller history, low flow and multiple low speed advisory alarms were observed. These alarms were recorded on (B)(6) 2017 with the pump speed decelerating to as low as 2030 rpms. The patient did not recall hearing any alarms. No clinical symptoms were reported. The submitted log file was reviewed by a representative of the manufacturer's technical services team and confirmed the pump speed decelerations below the low speed limit on (B)(6) 2017 at 08:29 and on (B)(6) 2017 at 22:11 while the lvad system was connected to the power module. On (B)(6) 2017, a driveline evaluation was inconclusive for a short-to-shield issue. The patient stated that a yellow wrench occurred and was observed on the power module, but the alarm was not identified within the log file. It was suspected that the power module patient cable was the cause of the events and was exchanged. The lvad clinicians wanted to rule out an issue with peripheral equipment prior to performing a percutaneous lead (driveline) replacement. No alarms were reported between (B)(6) 2017. On 04/20/2017, the manufacturer¿s technical services arrived onsite to perform a percutaneous lead (driveline) replacement, along with a proactive clamshell repair to the distal end of the driveline. Post-repair, all tests passed; however, shortly after, the lvad system alarmed and a pump stoppage occurred. The patient was implanted as bridge to transplant, and the plan was to keep the patient¿s lvad system on an ungrounded power module patient cable for power module support until transplanted.